Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen. It was reported that the patient did not cleanse the sensor insertion area prior to placing the sensor on the body which is off label usage of the device. On (B)(6) he patient developed a skin reaction with infection on the needle puncture site. The patient consulted healthcare provider (hcp) and the reaction was treated with a prescription of oral and topical antibiotics. At the time of the report the skin reaction was healed. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).